Event description:
Patient was in o.r. For laparoscopic supracervical hysterectomy. During the use of the harmonic ace scalpel handpiece the doctor noted the conductive pad on the handpiece was melting in the patient. The handpiece was removed and a new handpiece was provided to the doctor. The new handpiece was a non-ace harmonic handpiece. There was no harm to the patient.